Event description:
A customer reported obtaining unexpected negative reactivity on the crossmatch assay on galileo neo (B)(4).

Manufacturer narrative:
Upon review of the image result files, reactions appeared as reported by the instrument. No additional sample or donor segments were available for investigation. An immucor field service engineer performed the unexpected reaction checklist. The instrument is operating within specifications.